Manufacturer narrative:
Wheelchair moved when patient was transferring. Patient fell and broke his clavicle. He reported that the brakes were faulty and that this contributed to the fall. The action 2000 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. This alleged incident occurred in (B)(6).

Event description:
Wheelchair moved when patient was transferring. Patient fell and broke his clavicle. He reported that the brakes were faulty and that this contributed to the fall. The action 2000 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. This alleged incident occurred in (B)(6).